Event description:
It was reported that pump displayed recurring cartridge alarms that did not occur during cartridge loading and prevented customer from continuing insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in loading new cartridge but alarms recurred, so customer switched to multiple daily injections as backup insulin therapy, and technical support arranged pump replacement and discussed an out-of-warranty loaner pump option.